Event description:
It was reported that post implant a realize band placement, the patient had a hematoma at the port site. The site did not completely heal after the surgery and later a port site infection occurred. The port was removed on (B)(6)2010. The tubing was dropped back in the abdomen and a new port will be placed when the site is healed. The patient was discharged home without any complications.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). One velocity injection port with the locking connector, tubing strain relief and 3cm of catheter were returned for analysis. Events that are physiological in nature such as infection cannot be confirmed through product analysis. A review of the product's instruction for use (IFU) was performed with respect to infection. It is noted that infection is a recognized adverse event associated with gastric banding and the realize gastric band. Potential causes of infection include, among others, lack of aseptic technique during implant or during subsequent adjustments of the device. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue.